Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included esomeprazole, fluoxetine hydrochloride (prozac), ibuprofen, lansoprazole (prevacid), piroxicam (paxil), pregabalin (lyrica), sertraline hydrochloride (zoloft) and valproate semisodium (depakote). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and thrombosis ("blood clots"). In (B)(6) 2007, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bipolar"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced neuropathy peripheral ("neuropathy"). In (B)(6) 2010, the patient underwent cholecystectomy ("bladder or urinary problems or changes gallbladder removed"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced generalised anxiety disorder ("generalized anxiety disorder"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), fatigue ("fatigue"), depression ("depression"), peripheral nerve injury ("neurological conditions or problems type: nerve damage in the thighs") and hiatus hernia ("gastrointestinal or digestive system condition type: hiatal hernia."). The patient was treated with surgery (she had full hysterectomy and oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the hypersensitivity, fatigue, bipolar disorder, depression, generalised anxiety disorder, peripheral nerve injury, neuropathy peripheral, allergy to metals, hiatus hernia, cholecystectomy and thrombosis outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bipolar disorder, cholecystectomy, depression, dysmenorrhoea, fatigue, generalised anxiety disorder, hiatus hernia, hypersensitivity, menorrhagia, neuropathy peripheral, pelvic pain, peripheral nerve injury, thrombosis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for event fatigue. Discrepancy noted in insertion dates: (B)(6) 2005, (B)(6) 2006. Discrepancy noted in removal dates: (B)(6) 2012, (B)(6) 2019 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included esomeprazole, fluoxetine hydrochloride (prozac), ibuprofen, lansoprazole (prevacid), piroxicam (paxil), pregabalin (lyrica), sertraline hydrochloride (zoloft) and valproate semisodium (depakote). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and thrombosis ("blood clots"). In (B)(6) 2007, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bipolar"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced neuropathy peripheral ("neuropathy"). In (B)(6) 2010, the patient underwent cholecystectomy ("bladder or urinary problems or changes gallbladder removed"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced generalised anxiety disorder ("generalized anxiety disorder"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), fatigue ("fatigue"), depression ("depression"), nerve injury ("neurological conditions or problems type: nerve damage in the thighs") and hiatus hernia ("gastrointestinal or digestive system condition type: hiatal hernia."). The patient was treated with surgery (she had full hysterectomy and oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the hypersensitivity, fatigue, bipolar disorder, depression, generalised anxiety disorder, nerve injury, neuropathy peripheral, allergy to metals, hiatus hernia, cholecystectomy and thrombosis outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bipolar disorder, cholecystectomy, depression, dysmenorrhoea, fatigue, generalised anxiety disorder, hiatus hernia, hypersensitivity, menorrhagia, nerve injury, neuropathy peripheral, pelvic pain, thrombosis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for event fatigue. Discrepancy noted in insertion dates: (B)(6) 2005, (B)(6) 2006. Discrepancy noted in removal dates: (B)(6) 2012, (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: plaintiff fact sheet received: new events - abnormal bleeding (vaginal), psychological or psychiatric problems condition: bipolar, depression generalized anxiety disorder, bladder or urinary problems or changes gall bladder removed, neurological conditions or problems type: nerve damage in the thighs neuropathy, nickel allergy, gastrointestinal or digestive system condition type: hiatal hernia were added. Reporter's information, patient demography, lab data, concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy") and fatigue ("fatigue"). The patient was treated with surgery (she had full hysterectomy and oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, back pain and abdominal pain had resolved and the menorrhagia, hypersensitivity and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: she received treatment for event fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: reporters details updated and patient demographics were added. Essure indication updated. Essure indication updated. On (B)(6) 2005, she implanted essure (previously reported as 2006). On (B)(6) 2012, she explanted essure. Injury events was updated to pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy, fatigue. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.